Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for over an hour. The patient was not getting cgm readings nor alert for low values. He experienced hypoglycemia and fainted. The patient´s girlfriend called an ambulance, and the paramedics treated the patient with IV glucose (¿sugar water infusion¿). There is no documentation about when the patient regained consciousness. There was no bg nor cgm values reported during the entire event. At the time of the report the patient had recovered. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.